Event description:
Central suply tech reached into the autoclave with right arm and head of the autoclave; possibly may have bumped the foot pedal causing door to close resulting in second degree burns to neck and mild burn to left hand. Medical treatment occurring to reduce change of significant scarring on neck. Voice box also affected; off work for two weeks.